Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately high compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 7:00am, the patient reported obtaining a reading of "369 mg/dl" on her lfs meter. The patient reported managing her diabetes with lantus insulin pump therapy and adjusts her insulin based on carbohydrate intake and meter readings. In response to the alleged high reading, the patient reported increasing her dose of insulin a few seconds after obtaining the reading. The patient could not recall the dose she administered. On (B)(6) 2012 the patient reported her husband found her to be having "convulsions, losing consciousness" at 7:15am. The patient stated that her husband attempted to administer oral glucagon but was unsuccessful. The patient reported that her husband then called emergency medical services (ems). At a short time later, ems reportedly arrived at the scene and tested on their meter and obtained a result of "18 mg/dl." Ems reportedly administered IV glucose and the patient revived and refused transport to the hospital. The patient said she was feeling better after the IV glucose. On (B)(6) 2012 at 9:00am, the patient reported obtaining a reading "over 400 mg/dl" and increased her dose of lantus insulin a few seconds after obtaining the high reading. The patient could not recall the dose of insulin administered. On (B)(6) 2012, the patient reported feeling "sweaty, having convulsions, and losing consciousness" a few hours after the alleged issue began. Again, the patient reported that her husband found her, and could not wake her up. The patient reported that her husband called ems immediately, and they arrived on scene shortly after. Ems reportedly tested the patient's blood glucose on their meter and obtained a reading of "24 mg/dl" the patient reported she was given IV glucose and she revived. The patient reported she was transported to the hospital. The patient claimed her blood sugar was not tested at the hospital; she was "just asked a lot of questions, and they gave tylenol for a severe headache." She was advised to call lfs for a new meter. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. It was noted by the cca that the patient's test strips were in good condition. Replacement products were sent to the patient. The products have been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: complaint not confirmed. Based on the information provided, this complaint is being reported because the patient obtained an alleged inaccurate high reading on 2 occasions, treated herself with an increased dose of insulin, developed symptoms, readings suggestive of severe hypoglycemia and was treated by a healthcare professional.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.